Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient experienced a loss of therapeutic effect. She was getting cortisone for her vaginal area and had experienced some bleeding but wasn't sure if the stimulation contributed to the other medical conditions. Additional information received indicated that they had a cystoscopic procedure performed. Results showed that her bladder was "red". Her physician prescribed oral medications which took care of the irritation the patient had been experiencing for the past several months. X-rays taken show that the lead had migrated out of the position. The patient was at home in good condition. Additional information was requested.